Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, the customer was unable to enter a decimal point when requesting a bolus. Customer's blood glucose (bg) level was 196 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.